Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. Global receiver functional testing resulted in no failures related to the reported issue. However, a review of the receiver data log confirmed firmware error code err67 as well as a screen alarm error and screen recoverable error alarm. The customer complaint was confirmed. The root cause of the observed hardware errors was determined to be a hardware component failure. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on 05/27/2015.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient did not report any injury or medical intervention.